Event description:
A ventilator was returned to a third party service center for service. There was no harm or injury reported. During the evaluation of the device at third party service center, "service required" codes were observed in the ventilator's downloaded error log. The device's internal battery and sensor board were replaced to address the issues.